Manufacturer narrative:
Unit passed displacement test; it failed self test returning a pump error 63. Pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. A bolus of 10.0 u was sent from the bg meter to the pump and executed by the pump successfully. No unexpected bg meter communication errors or anomalies noted during testing. The unit uploaded to carelink personal and generated summary reports without any errors. No unexpected error messages during the upload or report generation were noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to upload. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.